Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the vessel dissection is unknown. However, the annular rupture and resulting ¿to-and-fro flap¿ in the left main coronary artery could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. [(B)(4)].

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii ¿the ¿voice¿ of interventional echocardiography: situations where tee provides meaningful value during tavr (with convincing case examples) ¿by (B)(6), md, post valve deployment of a 26mm sapien valve in the aortic position via transfemoral approach, the patient experienced paravalvular leak (pvl), and central aortic insufficiency (cai). It appeared a mild annular rupture progressed and caused coronary artery obstruction for which a coronary stent was placed. Ivus confirmed there was a ¿to-and-fro flap¿ in the proximal left main coronary. A coronary stent was rapidly deployed, capturing the flap against the wall of the coronary.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.